Event description:
Clinic notes dated (B)(6) 2015 note that the patient has experienced an increase in seizures. It was noted that the patient had done well prior to this without recurrent seizures. There was no specific triggers noted and the patient was compliant with medication. Device settings were adjusted. Clinic notes dated (B)(6) 2015 note that the patient has experienced several breakthrough seizures that were brief in duration. It was noted that the vns was interrogated and found to be near end of service and that was likely the reason for the breakthrough seizures. The patient was referred for generator replacement. Clinic notes dated (B)(6) 2015 note that the patient was consulted for generator replacement. It was noted that the patient was currently having seizures that are moderate in severity and occur seldom. It was noted that the seizures occur every other day. The patient underwent generator replacement. The generator was received for analysis. Analysis was completed on 07/27/2015. The pulse generator diagnostics were as expected for the programmed parameters. With the exception of the eri parameter (eri flag was set to yes due to a low battery condition), the device performed according to functional specifications. Analysis in the pa lab concluded proper functionality of the pulse generator and that no abnormal performance or any other type of adverse condition was found.